Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8711 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2010; explant date (B)(6) 2024; UDI: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl (2000mcg/ml at 618.8mcg/day) and bupivacaine (30mg/ml at 9.283mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient reported that the pump "flipped in the pocket" for an unknown reason, and they had not had pain relief since. The patient saw a pa at the center when it felt like the pump flipped, and they were unable to flip it back, so the patient was scheduled for surgery. While in the operation room, the pump catheter was found to be detached from the pump and the physician was unable to reattach it. The rep recommended putting in a new ascenda catheter, as there was not a revision kit compatible with the current indura catheter. The physician requested a 8578 pump segment to be used. The manufacturer representative (rep) advised that this was off label, and the physician understood and requested to proceed. The physician revised the catheter, and was able to aspirate successfully and suture the pump back into the pocket. The issue was resolved at the time of the report. There were no environmental, external, or patient factors reported by the patient that may have led or contributed to the issue. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Analysis of the catheter identified that the suture ring on the catheter connector was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.